Manufacturer narrative:
Additional components involved in the event: product family: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7455659. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced pain at the lead site. As a result surgical intervention was undertaken where in the one of the lead was found to be fractured and was explanted. The remaining lead was repositioned to address the issue. The investigation did not determine which lead was fractured.